Manufacturer narrative:
Litigation papers allege the bi-lateral patient suffered from discomfort and pain in his hips, groin, and legs. It is further alleged that it became increasingly painful for him to walk, to move his legs, and to rise from a seated position. Doi: 2006 (left side) doi: 2007 (right side) no revision at this time. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the bilateral pt suffered from discomfort and pain in his hips, groin, and legs. It is further alleged that it became increasingly painful for him to walk, to move his legs, and to rise from a seated position.